Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not placed correctly in the scrotum and was very hard to grab. There was a break in the tubing leading to the reservoir. There was no fluid in the pump. The device was removed and replaced. There were no patient complications.